Event description:
The user facility reported that the angio-seal device was unable to be inserted into the insertion sheath. After the number three (#3) chronic total occlusion (cto) was treated, the angio-seal device involved was attempted to be used via the right femoral artery approach. Although the puncture site was confirmed before use, it was difficult to insert the device into the insertion sheath. Another attempt was made; however, the outcome was the same. The device was therefore not used and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. There was no health damage to the patient. The blood loss was less than 250cc's. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 4.5 millimeters (mm). There was no patient injury or surgical intervention required. No equipment or other devices were used with the product involved.

Manufacturer narrative:
Patient identifier, age/dob, sex, weight, ethnicity& race: requested, not provided due to hospital policy. Implanted date: device was not implanted. Explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).